Event description:
It was reported the patients blood glucose level rose to 400 mg/dl while wearing the pod between 36 and 48 hours. As treatment the patient removed the pod.

Manufacturer narrative:
Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. The download data shows that the device generated an 0x14 alarm, indicating an occlusion. It could not be determined what caused the alarm. The exposed portion of the soft cannula was found to be torn. It could not be determined when or how the cannula was damaged.